Event description:
The reporter was admitted into the hospital with toxic shock syndrome on (B)(6) 2013. Originally went to the emergency room on (B)(6) with a rash. The doctor sent her home and she returned a few hours later by ambulance with blood pressure of 80/50 and a temp of 105. Admitted with toxic shock syndrome for 5 days; 4 days in ICU. Positive culture done.